Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the bladder. It was observed that ther was fluid inside the plastic housing of the device. The leak was identified after use of the device. The device was filled with ceftazidime (aft) 3000mg in sodium chloride 0.9% 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between april 25, 2025 ¿ april 28, 2025. H11: the device was received for evaluation. A visual inspection was performed, and drops of drug fluid inside the bottle was observed because the bladder had been ruptured. No signs of abnormality were observed on the external and internal surfaces of the bladder, the rupture line, and stressmember. The reported condition was verified as a ruptured bladder. The cause of the condition could not be determined; however, the most probable cause was due to variation in the material from manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.